Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the display on the centrifugal controller was blank. The user looked at the central control monitor and saw that no flow and no rpm readings were visible. The user looked at the local display and it was also blank. The user continued to turn the local control knob and noticed the arterial line pressure increased and the pt's blood pressure was good. The user assumed forward flow as no back flow alarm sounded. The user stood up to examine the circuit and touch the flow sensor. Upon sitting back down, the user observed the display, both locally & the central control monitor, and saw flow and rpm data as expected. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.